Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) has broken pump rotor. No patient involvement.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) was evaluated at the customer site. The reported complaint of the broken pump rotor was confirmed during the visual inspection. Ball bearings had fallen out from the pump rotor into the pump raceway, likely due to wear and tear from the device's aging. The device has a life expectancy of 5 years, and the autopulse platform, manufactured in november 2014, is over 10 years old. The thermogard console passed the initial functional testing without any faults or errors. The pump rotor head was replaced to address the customer's reported complaint. Following the service, including replacing the pump rotor head and preventative maintenance service actions, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).